Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient experienced an unspecified coronary event and left sided facial droop. No further information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received in which it was reported that it was further determined by the health care professional that no coronary event occurred. If information is provided in the future, a supplemental report will be issued.